Event description:
It was reported that the ilet displayed alert 57 consistent with a software runtime error, which was verified in device history; the patient was instructed to perform a restart, and when the alert recurred after restart the patient was directed to replace the ilet and use backup therapy until the replacement was obtained. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included temporary interruption of pump therapy with continuation of cgm use and initiation of backup therapy. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.